Event description:
The pt had a seizure at home and needed endotracheal intubation. Local ems was called and an emt intubated the pt with an 8.0 mm tracheal tube with a low pressure cuff. He inflated the balloon. While the pt was being ventilated, the endotracheal tube plastic adaptor came off the endotracheal tube, separating the adaptor and ventilation bag from the endotracheal tube. Simultaneously, the pt took a deep breath, and sucked the entire endotracheal tube down his trachea below the vocal cords. The endotracheal tube could only be retrieved by pulling back on the balloon attachment to the endotracheal tube. The tube was immediately pulled out in this manner, and the pt suffered no adverse outcome. Emts and paramedics report that spontaneous separation of the et tube adaptors from the et tube is a frequent problem with this brand. To try to prevent this, they frequently jam the adaptors on the et tube, but then are unable to remove them later if needed. One et tube had the adaptor separated from the tube in the unopened package. On the package in small print is the following: "caution: seat connector securely."